Event description:
It was reported that the patient presented in clinic after receiving a patient notifier. Non sustained right ventricular oversensing due to pvc undersensing was observed. Far p wave oversensing was suspected. Monitoring will continue.

Event description:
New information received states that crosstalk on the ventricular channel was observed. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.